Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and was unhappy with vision. The iol was exchanged for a monofocal lens approximately three months after the initial implantation. Additional information has been requested.

Event description:
Additional information received reports the iol was exchanged for another manufactures lens and not the monofocal lens that was originally reported.

Manufacturer narrative:
Evaluation summary: the iol was returned in a lens case and carton. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into three portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).